Manufacturer narrative:
There was no death or serious injury in this event, and the potential for serious injury is not clear. The IFU provides instructions for using the syringe but it cannot be confirmed that this event was solely related to user error. This MDR has been filed out of an abundance of caution, as a conservative approach, due to a potential issue with the device. A review of production records shows the batch was manufactured to approved specifications and met all quality assurance criteria.

Event description:
The physician stated he likes the lava product but would prefer a different syringe to deliver the product. The physician stated that the rubber flange on stopper of syringe sticks when trying to administer lava and causes a small jump of plunger when trying to deliver product. It is not as smooth as other products and the physician worries about his control with the lava syringe as the sticking of plunger causes a jump on syringe when trying to deliver the lava.